Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2012 (exact date not reported) due to an infection at the implant site, the patient was treated with IV antibiotics (type and amount not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(4). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: per the clinic, the patient was not hospitalized due to infection at the implant site, nor did the patient receive IV antibiotics, as previously reported.this report is filed (B)(6), 2013.